Event description:
It was reported that the pump was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2006-(B)(6), product type catheter; product ID 8590-1, lot# n0047989, implanted: 2006-(B)(6), explanted: 2006-(B)(6), product type accessory. (B)(4).